Event description:
The following was reported:An ORT test was initiated in early May by Fresenius Kabi to confirm the reliability of Rev P of the 55-1303 Dynaflo Compressor. In the course of testing, a previously unseen failure mode occurred in 6 compressors. The diaphragms in these compressors are torn in a manner that has not been seen in previous testing. It appears that the tears may be initiated due to particles that may originate from the fiber-reinforced plastic of the valve plate. Glass fibers have been observed embedded in the rubber of the diapghragm in the area where the tears initiated.The issue can lead to a Mechanical Hardware Failure (Air Compressor).Further investigation is required.